Event description:
It was reported that the insulin pump alarmed no delivery during bolus delivery. The customer had changed the infusion set, the reservoir and the insulin, but, the insulin pump was still alarming, evening during the phone call. The caller was told that as mentioned before, the alarm was not because of the insulin pump. The caller was advised to take an appointment for reeducation meeting. The customer;s blood glucose was 185 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.